Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed depressed sodium when processing on the architect c16000 processing module. The patient data provided: sodium of 117 mmol/l, rerun other instrument of 141 mmol/l. All controls in range. Customer reference range: sodium: 136-145, critical <120 mmol/l. No patient data is available. No impact to patient management was reported.